Manufacturer narrative:
The reported events of failure to capture and failure to sense could not be confirmed. Visual inspection showed that the inner and outer helix lengths were within specification. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. No anomalies were detected.

Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. It was noted that the lp was repositioned due to inability to capture and sense upon fixation. During repositioning, it was observed that the patient's heart rate decreased due to cardiac perforation resulting in effusion and eventual cardiac tamponade. Pericardiocentesis was performed. The procedure was completed using a transvenous pacing system on (B)(6) 2026. The patient was unstable.